Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there were several noise reversion episodes. Isometrics were performed but noise could not be reproduced in both configurations. Programming changes were made to the rv lead and patient will be monitored going forward. The patient was in stable condition.